Event description:
The customer reported a unicel dxi 800 access immunoassay system (serial number (B)(4)) generated non-reproducible total beta human chorionic gonadotropin (tbhcg5) results for four patient samples on four dates. This MDR reports the results generated on (B)(6) 2014 for one patient. There were no reports of impact to patient treatment in connection with this event. The customer did not report any instrument-generated flags or hardware errors at the time of the event. There were no issues noted with sample collection, sampling handling, or sampling processing.

Manufacturer narrative:
Beckman coulter (bec) field service was not dispatched to evaluate the instrument. There was no indication the access tbhcg reagent was returned to bec for investigation. The patient sample was sent to the bec complaint handling unit (chu) for testing. The sample was centrifuged and tested neat, in duplicate, by an access 2 immunoassay system (serial number (B)(4)), which generated reproducible tbhcg5 results; the customer's reported issue could not be duplicated. In conclusion, the cause of the non-reproducible tbhcg5 results could not be determined with the supplied information. (B)(6). All associated mdrs: 2122870-2014-00595, 2122870-2014-00752, 2122870-2014-00754.